Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Per medwatch uf # (B)(4), it was reported that the patient underwent a surgical procedure on the right ankle for fusion and subtalar fusion. Allegedly, the patient presented to the operating room for removal of failed hardware 2 years post-op. In the original procedure it was noted that the tibiotalar calcaneal fusion plate was fashioned to the lateral side of the ankle and stabilized with locking and nonlocking screws. Bone graft was placed in the fibula and in small remaining bone voids in the ankle and subtalar joint. During the revision surgery #15 blade tenotomy scissors and bovie electrocautery were used to dissect down to the tibia on the medial side and the plate and lateral cortex on the lateral side. The broken plate was removed. The broken screw removal set was used to remove the broken screws through the medial and lateral incisions.